Event description:
The facility reported a colleague infusion pump with a failure. Through further investigation, the field service engineer found a failure of 814:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:01 was confirmed during on-site product evaluation. The main batteries and battery harness were replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Failure code 814:01 indicates a sensor error (phm power supply too low); can be cause when the pump is left in "battery depleted-device stopped" alarm for an extended time period. After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error. The results code "80" was added to reflect the updated evaluation.